Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile leakage occurred from where the needle attached to the syringe. The needle separated from the syringe during use. There was no report of patient impact. The following information was provided by the initial reporter: material # 309626 batch# 0209212 verbatim: when pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile leakage occurred from where the needle attached to the syringe. The needle separated from the syringe during use. There was no report of patient impact. The following information was provided by the initial reporter: material # 309626 batch# 0209212. Verbatim: when pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile leakage occurred from where the needle attached to the syringe. The needle separated from the syringe during use. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: material # 309626, batch# 0209212. Verbatim: when pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient. The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. H.6. Investigation: two photos and three 1ml slip tip syringes with needle (p/n 309626) sealed in blister packs from batch #0209212 were received. Through visual inspection no defects were observed near the connection area and the needles appeared to be secure. The samples received were acceptable per product specification. The reported issue was not confirmed upon inspection of the samples and photos. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile leakage occurred from where the needle attached to the syringe. The needle separated from the syringe during use. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: material # 309626 batch# 0209212. Verbatim: when pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient.